Manufacturer narrative:
(B)(4). F/u report will be filed if more info becomes available.

Event description:
It was reported that as the radiologist began to peel away the sheath, increased resistance was met. The pt reportedly experienced strong vasospasms. The sheath broke and a piece remained in the pt. The pt required hospitalization and a cut down was performed. The cut down was successful. The piece of sheath was removed in its entirely. There were no further pt complications. Ref (B)(4).